Event description:
A report was received that the patient was experiencing lower back pain that radiated to the buttocks and down the knee due to inadequate stimulation. The patient described the pain as sharp, stinging and coldness which was aggravated by sitting, standing and walking. The patient was prescribed with pain medications and will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing lower back pain that radiated to the buttocks and down the knee due to inadequate stimulation. The patient described the pain as sharp, stinging and coldness which was aggravated by sitting, standing and walking. The patient was prescribed with pain medications and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the device was not working properly prior to the explant. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.